Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2016, the customer received the following results on the performa system within 10 minutes: 310 mg/dl and 130 mg/dl. On (B)(6) 2016, the customer received the following results on the performa system within 10 minutes: 120 mg/dl and 320 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.